Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a priming anomaly and displayable history crc check failed at startup from the insulin pump. The customer's blood glucose reading was 326 mg/dl. The customer stated that her pump said her reservoir was low, so she changed it out and it did not rewind. The customer gave a bolus for lunch and there is an empty circle. The customer was stuck in rewind during rewind complete and bolus delivery. The customer stated that she received a battery out limit alarm and displayable history crc check failed at startup error and it started to count up. The customer was assisted with setting the time and date. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. No a47 alarm noted during our testing, however the insulin pump had a47 alarm was inside pump history screen due to corrupted history file. No power off, blank display or display anomaly noted. The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor rewind or black circle display anomaly noted. The insulin pump passed self test, a21 test and all operating current was normal. The insulin pump had minor scratched display window and cracked reservoir tube lip.